Event description:
5.5 months postoperatively a tender area over the medial tibial plateau has developed. A hard, sharp mass tented the skin, appearing to have a sharp point. The mass proved to be a biofix arrow, missing the t-cap, which was situated subcutaneously distal to the medial port scar.